Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed one opening assessed as surgical damage, delamination of diaphragm valve assessed as adhesive failure and opening diaphragm valve assessed as cracked valve seat diaphragm valve . As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: defaltion.

Event description:
Healthcare professional called to report a left side deflation. Device remains implanted.